Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 1264 mg/dl. Customer was experienced symptoms such as vomiting, difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin, manual injection. Customer did not allege insulin pump was under delivering. Customer stated insulin pump had pump error alarm and they performed self test and it was passed. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.